Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for non-malignant pain. Hcp said the patient's spine incision was infected which required a system explant. No device issue was reported and no further patient complications have been reported as a result of this event.